Event description:
Animas ping insulin pump error code 12-f417 stopped pump function and insulin delivery. Message said to call animas and pull batteries to silence alarm. Once pump batteries were removed and reinstalled, pump function was restored. Then called animas rep who indicated this was a software code that periodically alarms, and when the pump is reset it should not have any problems. To install an intentional software failure in a medical device that disables it is a safety issue. If the pt is unable to call for assistance, they may be put at risk (type 1 diabetic with no insulin delivery) and at the very least experience undue stress. Message on screen said to remove batteries to silence alarm, but no indication pump function would be restored. They need to remove this risky software feature.